Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/11/2025, the user reported that the ilet screen had cracked and the device could not be unlocked. Blood glucose rose to 350 mg/dl but was corrected by the pump. A replacement ilet was arranged. No symptoms, external assistance, or medical intervention occurred.